Manufacturer narrative:
Insulin pump act button did not respond, due to flattened button dome switch. Insulin pump was unable to verify history anomaly, due to unresponsive button. Insulin pump received with minor scratches on display window and cracked case on display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the customer had a history anomaly on the history pump. The customer's blood glucose level was 196 mg/dl. It was explained to the customer after reviewing the reports on carelink that there is an issue with insulin pump history and insulin pump should be replaced. The customer was advised that the insulin pump need to be replaced due to history anomaly.